Manufacturer narrative:
Concomitant medical products: model 3166, pns lead, model 3186 scs lead. Therapy date unknown.

Event description:
Reference MFR. Report number: 1627487-2019-04869 and 3006705815-2019-01488. It was reported that one of the peripheral leads of the patient was close to coming out of the skin. As a result, surgical intervention took place where all three peripheral leads were explanted and replaced. Effective therapy restored post-op.